Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. The fse replaced the bad fiber optic module, and tested the new fiber optic. The unit passed fiber optic testing. The fse then performed a complete system checkout. Unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Due to character restrictions in block (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has bad fiber optic module.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has bad fiber optic module. There was o patient involvement.